Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
The threshold for this rv lead has increased and is now at 2.6 v @ 1.0 ms. The lead was continued to be used based on medical judgement. The patient did mention that she had fallen on her device.